Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had severe shoulder pain, loss of consciousness resulting in fall onto operated shoulder and loss of memory